Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient returned with stress urinary incontinence, urge incontinence and revision surgery was suggested (specifics unknown). All other information is unknown and unavailable.